Event description:
It was reported that the patient presented for a follow up in clinic with a left ventricular lead that exhibited failure to capture and high pacing impedance. The lead was explanted and replaced. The patient was in stable condition.